Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat irritation, cough. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found white contamination observed within air intake and inside bottom enclosure, dust-like contamination observed on blower and between front panel and bottom enclosure. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 10 errors. The manufacturer concludes contamination found were consistent with contamination of white contamination in air intake and inside bottom enclosure, dust-like contamination on blower, bottom enclosure and between front panel . The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.